Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she lost consciousness, and was hospitalized due to low blood glucose levels. The customer stated that she had checked her blood glucose on her meter, and the reading was 199 mg/dl. However, she was not feeling well, and passed out. The customer's blood glucose reading was 42 mg/dl at the time of admission. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The insulin pump has not been exposed to high magnetic fields. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.